Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot xc8hktq0, mfg: 03/2006, exp: 06/30/2011. Lot xj8hjcq0, mfg: 08/2006, exp: 12/31/2011. Lot xm8kddq0, mfg: 11/2006, exp: 12/31/2011. Lot zb8kppq0, mfg: 02/2007, exp: 06/30/2012. Lot xd8kbpp0, mfg: 04/2006, exp: 06/30/2011. Lot xm8dczp0, mfg: 11/2006, exp: 12/31/2011. Lot xk8dpbp0, mfg: 09/2006, exp: 12/31/2011. Lot za8jbbp0, mfg: 01/2007, exp: 06/30/2012. Lot za8bcrp0, mfg: 01/2007, exp: 06/30/2012. Lot xk8hrpp0, mfg: 09/2006, exp: 12/31/2011. Lot xm8bwjp0, mfg: 11/2006, exp: 12/31/2011. A review of the batch manufacturing records was conducted. All batches met all finished goods release criteria.

Event description:
International customer reported that a patient presented with inflammation between four and eight weeks following an unspecified surgical procedure. The sutures were excised and antibiotics prescribed. No further information was provided.